Event description:
During a laparoscopic cholecystectomy the er320 did not fully close around the cystic artery. The distal tips closed but the middle and inner body did not. Another clip applier was opened to complete the case. There was no consequence to the pt.